Manufacturer narrative:
(B)(4): eval, results: (stent thrombosis), (co-morbidities). No device returned for eval. Conclusions: pt's condition predisposed event (co-morbidities). Eval summary: the stent delivery system was most likely discarded as the stent was deployed to the lad with complete apposition. Procedural images were not provided for review.

Event description:
One endeavor sprint rapid exchange drug-eluting stent diameter 3.5mm and length 18mm was implanted to the lad during index procedure. During hospitalization, the pt developed chest pain. Although thrombus was emergently aspirated, the pt died. No add'l clinical sequelae were reported. The physician commented that since he couldn't ensure compliance to dapt, thrombosis was not anticipated although anticoagulation therapy was changed to intravenous drip.